Event description:
Boston scientific received information that the right atrial (ra) lead is both over and undersensing with variable threshold measurements. Out of range lead impedance measurement has also been observed. Revision procedure is expected at this time, but not confirmed or scheduled. No adverse patient effects were reported. Additional information was received clarifying the patient's status and actions taken by the physician. The physician also suspected a lead fracture due to the patient's use of crutches. He also programmed the implanted system to vvir to help address the patient's symptoms of fatigue. The patient will be assessed later, however physician felt the patient is too sick at this time for a procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.